Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory via device image. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined.

Event description:
It was reported there was noise on the rv channel. The device was explanted and replaced. There were no adverse consequences during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that when the pocket was opened, a tug test was performed revealing rv lead was secured. The set screw was then loosened, lead was removed and reinserted, and visually did not appear to advance further than was previously observed. It was undetermined which device caused the reported the noise.